Event description:
Four months post procedure, the patient required post dilatation due to paravalvular leak (pvl). This patient had a 29mm sapien 3 valve implanted, and was assessed to have trace pvl at the time of the procedure. On follow up, the patient reported ¿never feeling even better¿, and in fact, his condition was continued to worsen. Echocardiogram revealed that he had moderate pvl. He was referred for evaluation of possible pvl repair using vascular plugs. After reviewing available imaging prior to the procedure, the team decided to first attempt a post-dilation of the valve using a 29mm commander delivery catheter prepped with 4 extra cc's of contrast. Post dilation was performed and the pvl was reduced to trace. The patient's diastolic aortic pressure went from 40mmhg to 60mmhg immediately post balloon inflation. The procedure was declared a success and the patient was transferred to the ICU in stable condition. One day post procedure, the patient passed away due to a retroperitoneal hematoma on the side in which the esheath was used.

Manufacturer narrative:
(B)(4). The instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the exact cause of the worsening pvl is unknown, but is likely related to cardiac remodeling. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Four months post procedure, the patient required post dilatation due to paravalvular leak (pvl). This patient had a 29mm sapien 3 valve implanted, and was assessed to have trace pvl at the time of the procedure. On follow up, the patient reported "never feeling even better" and in fact, his condition was continued to worsen. Echocardiogram revealed that he had moderate pvl. He was referred for evaluation of possible pvl repair using vascular plugs. After reviewing available imaging prior to the procedure, the team decided to first attempt a post-dilation of the valve using a 29mm commander delivery catheter prepped with 4 extra cc's of contrast. Post dilation was performed and the pvl was reduced to trace. The patient's diastolic aortic pressure went from 40mmhg to 60mmhg immediately post balloon inflation. The procedure was declared a success and the patient was transferred to the ICU in stable condition.